Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the procedure was aborted, and the procedure was completed by moved the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that flex vision was not turning on. Upon doing some functional test fse found that flexvision pc was powered and that the power supply was dead. Fse replaced flexvision pc, after replaced the flexvision pc the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision monitor was not turning on. The device was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site and found the flexvision computer (pc) was not turning on. The fse replaced the flexvision pc and the device was returned to expected functionality.